Manufacturer narrative:
(Gbo complaint number:(B)(4). Details of claim: we have no further complaints on the material/batch. We have no further inventory of the material/batch. Based on the complaint and investigation report, customer samples and pictures of the actual device requested. We received 64pcs of 450216/a19073fk for evaluation. The complaint is confirmed and recall will be initiated. (Recall number 20-220).

Event description:
"Customer state that sample began leaking from the sleeve covering the needle inside the cannula after sample tubes were collected."